Event description:
It was reported that one week post implant, the atrial setscrew was found to be loose. Bipolar impedance was 682 ohms and unipolar impedance was 674 ohms via an analyzer. When the generator was reconnected to the leads, unipolar impedance was >2000 ohms. The setscrew was found to be loose again.